Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a modular metal on metal srom construct done by dr. (B)(6) sometime in 2004. The clinic note states that although the patient done really well with this hip historically she has developed increasing pain about the hip as well as radiographic changes that were concerning. The patient had an MRI which identified a large fluid collection as well as possibly a pseudo tumor. Her metal ion count - the increased serum cobalt chromium levels is what propelled this surgery from taking place. Her metal liner and metal srom head were removed and a new poly liner and new metal head were implanted. Doi: 2004; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.